Manufacturer narrative:
00770302000 z.s.g.m. Cutter 2:1 ratio serial#: (B)(4). 00770301500 z.s.g.m. Cutter 1.5:1 ratio serial#: (B)(4). This event has been recorded by zimmer biomet under (B)(4). The investigation and evaluation of the device is in process. Once the investigation is completed, a supplemental report will be filed.

Event description:
It was reported that there was an incomplete mesh. The event occurred while using the device on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair: product evaluation: product review of the skin graft mesher sn (B)(6) by dover on 18 may 2020 revealed that the gears and collars needed to be replaced on the cutters. Cutter 1:5 and 2:1 failed due to an incomplete cut. Product repair: repair of the device was performed by dover on (B)(6) 2020 which included replacement of the following: gears and collars on cutters and gear on device the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is not confirmed.

Event description:
There is no additional information.